Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
Material no: 320122, batch no: 0094931. It was reported needle clogged during injection.   Verbatim: spouse of consumer reported needle clog during injection. Consumer does not re-use. Lot #: 0094931. Catalog #: 320122. Date of event: unknown. Samples: discarded.